Event description:
Caller reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. Caller did not request assistance, and customer technical support did not perform troubleshooting. No additional information was received regarding the outcome of the event.